Manufacturer narrative:
Since the involved devices were not retained, a direct investigation of the reported product problem was not possible. A review of the manufacturing history record of the devices and the relevant components revealed no deviation from established procedures and release criteria that would contribute to a deviation of the type described. Based on the reporter's description of the event and the firm's knowledge of product and previous investigations of similar occurrences, the most likely proximate cause appears to be mechanical stress during handling of the bag containing frozen cord blood product. Summary the cause of the reported event is indeterminate. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported from a (B) (6) that two occurrences of cracks were observed on the small compartment of the freezing bag of the device.